Manufacturer narrative:
The light system was eval by a getting service rep and it was determined that the connection in between the spring arm and the lighthead failed. The light system was repaired with replacement parts and verified to be operational.

Event description:
Lighthead fell from spring arm making contact with the floor. No injuries occurred and there were no witnesses.